Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The right ventricular (rv) lead noted in the event has been reported in the sprint fidelis remedial action exemption report (B)(4). Products: (B)(4) ICD 2011 (B)(6). (B)(4).

Event description:
It was reported that during the removal of the right ventricular (rv) lead, the left ventricular (lv) lead pulled back to suboptimal anatomic location. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.